Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the syringe module received error code 200.1120. There was no reported patient involvement.

Event description:
It was reported that the syringe module received error code 200.1120. There was no reported patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of 200.1120, reflash failed, board issue was due to the logic board. This device is being returned un-repaired (front cover) bottom front corners cracked (rear case) bottom front corners cracked (barrel clamp) cracked handle (logic board) error 200.1120. A review of the device history record for (B)(6) was performed from date of manufacture 11/17/2017 to the present date 11/4/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The proximate cause of the customer reported issue was due to software issue on logic board.